Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip not being able to be retained in jaws.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not hold the clip. The procedure was completed with no reported injury or delay.